Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to swelling, pain, edema and discomfort. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. This supplemental is being filed to capture the investigation results. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to swelling, pain, edema and discomfort. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.